Event description:
A customer contacted beckman coulter, inc (bci) to report error messages of led 5 battery failure and led 6 over range, and beeping sound from the ups of coulter lh 500 hematology analyzer. The customer then observed smoke coming from the ac outlet where the ups was plugged in. The customer technical specialist (cts) advised the customer to unplug the ups and contact building maintenance or an electrician. The instrument was unplugged immediately after discovering the smoke. There was no need for fire extinguishers or for summoning the fire department. There is an exposure control or risk management plan at the facility. However, the customer stated she was unaware where to find it. There was no death or serious injury associated with this event.

Manufacturer narrative:
Service was not dispatched for this issue. The electrician determined that there was nothing wrong with the outlet. A new ups and power cord are now plugged in to the same outlet and the issue is resolved. The root cause is unknown.